Event description:
The customer reported generation of about 12 (twelve) false high ise (ion selective electrolyte) na (sodium), and cl (chloride) erroneous patient results and intermittent calibration failures involving their au5800 clinical chemistry analyzer. The customer indicated two (2) of the erroneous patient samples were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined that the failure mode was due to faulty buffer valves. The fse replaced the four (4) buffer valves which resolved the issue. Beckman coulter internal identifier is (B)(4).